Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that the screwdriver from the biopsy kit was damaged. During the closing moments of the biopsy, the screwdriver became unusable because the rotating piece failed to operate properly. The manufacturer representative on site opened another kit and provided the site with a new screwdriver. The manufacturer representative was not able to secure the damaged screwdriver for evaluation. There was no surgical delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
A manufacture representative went to the site to test the navigation system and confirmed the screwdriver was unusable. The screwdriver was replaced and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that the screwdriver from the biopsy kit was damaged. During the closing moments of the biopsy, the screwdriver became unusable because the rotating piece failed to operate properly. The manufacturer representative on site opened another kit and provided the site with a new screwdriver. The manufacturer representative was not able to secure the damaged screwdriver for evaluation. There was no surgical delay due to this issue, and there was no impact on patient outcome.